Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. Cse confirmed that there was a power surge within the hospital and the breaker was triggered. Facility management replaced the breaker and restored the power. Cse found that the smoke came from the computer motherboard. The computer was replaced and the system was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Customer reported seeing smoke from their dimension exl 200 instrument. The instrument was powered down due to the smoke. There was a delay in testing but no impact to patient results. There are no known reports of patient intervention or adverse health consequences due to this event.